Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an upstream occlusion alarm occurred. The user noticed that the bag of medication was full and user went through everything to analyze the alarm which turned off. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned and thus an investigation could not be performed however the pumps operators manual indicates that the upstream occlusion sensor can either be turned on or off and may detect an occlusion within the medication cassette and/or on the upstream side of the pump (between the bag and pump). The pump displaying this message this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product was returned. Most probable cause due to improper user interaction with the product. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.